Event description:
Customer reported generation of erroneous patient results with negative anion gap for ion selective electrode (ise) sodium (na), potassium(k) and chloride involving the dxc 700 au chemistry analyzer. The erroneous results were not reported outside of the lab. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
A beckman coulter customer technical support (cts) specialist assisted the customer troubleshoot the instrument over the phone. The customer replaced the ise (ion selective electrode) buffer syringe which resolved the issue. Beckman coulter internal identifier is: (B)(4).